Manufacturer narrative:
(B)(4). Medical products- vanguard ps open intl femoral right 60, catalog # 183104, lot # unknown. Biomet series a 3 peg std 28x8, catalog # 184762, lot # unknown. Biomet cc cruciate tray 67mm, catalog # 141232, lot # unknown. Foreign source-(B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Reported event was confirmed by review of x-rays evaluation from mmi. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray evaluation from mmi confirms dislocation of patella component and instability . The report also states about the femoral component to be slightly twisted in lateral orientation. It was mentioned that the patient fell, which may have contributed to the event. However, a root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was enrolled in a clinical study and underwent a right knee revision procedure approximately ten months postimplantation due to patellar dislocation and instability. It was further reported that the patient experienced a fall. All components were removed and replaced. No additional patient consequences were reported.